Event description:
It was reported that within (B)(6) of implant when the device was checked at regular follow up that the device could not be interrogated with two different programmers. A third programmer was used approximately an hour later at a different location, but with the same result. Then a magnet test was done and the device appropriately responded with pacing mode ddo at 85 paces per minutes and the patient had no symptoms. The electrogram strip without the magnet revealed synchronous pacing in the ventricle. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.